Event description:
Customer report received of an 840 ventilator with a touchframe malfunction. Malfunction did not occur ding pt use. Covidien customer service engineer (cse) verified the malfunction. Cse found loose touchframe printed circuit board (pcb) clips blocking the light emitting diodes (leds). Device passed all self-testing.

Manufacturer narrative:
(B)(4).